Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that patient required extracorporeal membrane oxygenation (ECMO), prolonged ICU therapy. Computerized tomography (CT) and magnetic resonance imaging (MRI) were performed, which confirmed cerebral air embolism with neurologic sequelae.

Event description:
It was reported that during a cardiac ablation procedure involving the sheath 10fcc13 flexcath contour 10f, after the sheath was advanced over a wire into the superior vena cava and the transseptal puncture was performed, the physician was unable to insert the wire into the sheath despite multiple attempts and replacement of the wire. During this process, an air embolism occurred and entered the left atrium, and the patient experienced ventricular fibrillation, requiring resuscitation several times. Unknown interventions were carried out. The procedure was aborted with no ablation performed. The patient was not under general anesthesia. The patient suffered a stroke and is currently in intensive care with ongoing speech disorders, double vision, and hemiplegia. The patient remains alive with injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID: non mdt guidewire, product ID: non mdt transeptal needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012784465 was returned and analyzed. Visual inspection was performed. The shaft was intact with no apparent issue. No kink or any damage was observed on the surface. The inspection identified a kink at the side port tube. During dilator to guide wire compatibility test verification; the insertion of a lab test guide wire 0.35" inside the dilator failed; the guide wire tip was stuck inside the dilator luer lock. Visual inspection of the dilator was performed. The inspection identified cavity inside dilator shaft. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip were intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.070 psig. The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.008 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The syringe pressure test was conducted at a flow rate 2ml/min, and the pressure system recorded was 0.1 psig (should be below 6 psig). Verification testing confirmed that the tubing continues to allow fluid flow and that the device functioned as intended. In conclusion, the clinical issues occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The sheath failed the returned product inspection due to a side port tubing kink and a cavity inside the dilator shaft was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.